Event description:
This report summarizes 89 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was (B)(4) event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from (B)(4).

Manufacturer narrative:
The 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 90 malfunction events, where it was reported the devices experienced fluid leaks onto floor. 1 device is pending evaluation.

Event description:
This report summarizes 90 malfunction events, where it was reported the devices experienced fluid leaks onto floor. 1 device is pending evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 87 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.